Event description:
It was reported that during an arthroscopic shoulder stabilization procedure, an arthrex 2.9mm pushlock broke on insertion. The tip of the anchor broke and was unable to be removed and remains in soft tissue. No further information available at this time.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, this type of event is caused by preparing a pilot hole that is too small, prying/leveraging the driver during implant insertion, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.